Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. General complaint.

Event description:
The customer is complaining about a general issue of a lot screws breaking within 5 years - especially big screws in the tibia.